Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 568 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin and fluid drip, and was released from the hospital the same day with no permanent damage. Reportedly, intermittent occlusions occurred. Customer changed pump supplies to address the occlusion.